Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8835, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-sep-11. It was reported that the action/intervention to resolve the morphine being ¿too much¿ was to ¿change to a different drug (B)(6) 2017.¿ the issue of the morphine being too much and making the patient sick had been resolved. The patient¿s weight at the time of the event was also reported. The cause of the ptm batteries braining and the lockouts occurring were noted to be caused by ¿ptm failure.¿ troubleshooting for this issue consisted of the patient calling customer service. The issue was resolved by replacing the ptm. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the their personal therapy manager (ptm) used with an implantable drug infusion device. The drugs being delivered were fentanyl and morphine (unknown) with unknown dosages and concentrations. The reason for use was non-malignant pain and post spinal cord injury. It was reported that the ptm was going through batteries. The battery issue started ¿about a week ago¿ prior to the call date of (B)(6) 2017. It had not gotten wet. Troubleshooting performed prior to the call consisted of changing the batteries, and they used a heavy duty battery. Troubleshooting performed during the call consisted of reviewing the appropriate batteries. Possible uplink error was reviewed, and the patient was not sure what the lockouts were. It was also reported that they had a ¿lockout of 4 hours.¿ the patient thought that the hcp changed it from 4 hours to 2 hours. The lockout issue occurred on (B)(6) 2017. There was no out of box failure reported and there was no medical/therapy problem related to the ptm. The patient was to follow up with the healthcare professional (hcp) regarding the possible uplink error. The patient would continue to document the bolus requests date and time, if it delivered and if not why. The patient would bring this with to their next fill, and it was reviewed that they can pull the records from the pump and the ptm and compare them to the records. The patient¿s last fill was on (B)(6) 2017. It was stated that the patient would get alkaline batteries and would call back if additional assistance was needed. The patient also had a gradual reaction to the medication in (B)(6) 2017. The patient stated that ¿the morphine in the pump was wonderful.¿ when the patient would bolus, the morphine would make them sick. The patient had gastrointestinal (gi) issues prior to implant. The morphine would cause the gi track to shut down and they would have to give them self injections to make themselves go to the bathroom. The would feel sick when they bolused, the ¿morphine was too much,¿ and they had not used the ptm for a long time. The patient stated that they were not going to do that anymore. The hcp put them back on fentanyl at the last fill. Additional information was received from the patient on (B)(6) 2017. The ptm was unable to power up and it was not working. It was reported that the issue started in (B)(6) 2017, ¿2-3 months ago¿ prior to the call date of (B)(6) 2017. The patient came from the hcp office and the manufacturer¿s representative (rep) told them to call and get the ptm replaced. The patient reported that the ptm drains the batteries. The patient called in several weeks ago and went through replacing the batteries. Troubleshooting performed prior to the call consisted of working with the rep who said to call and replace the ptm. There was no out of box failure reported and there was no medical/therapy problem related to the ptm. There were no symptoms reported related to the ptm. There were no further complications reported/anticipated. The caller was transferred to the repair department.